Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the transcatheter aortic valve evfxplus-29, the patient with a pre-existing pacemaker and left ventricle aneurysm, a pre-dilation was performed with a 24 mm non-medtronic balloon. The patient went into ventricular tachycardia and treated with defibrillation and medication administered by anesthesia. The first valve deployment on overdriven pacing, the valve did not reach the left coronary cusp (lcc). The valve was fully recaptured and the valve moved ventricular during recapture. The second and final deployment to 80% in overdrive pacing, the patient remained in ventricular tachycardia and required defibrillation again and continued to be medically supported by anesthesia. Forward pressure was required to position the delivery catheter system (dcs) onto the outer curve. The non-medtronic guidewire was exchanged to another non-medtronic guidewire and an aortogram confirmed the valve placement. The valve was deployed with neutral pressure on the dcs and the valve moved to approximately 14 mm beneath both the non-coronary cusp (ncc) and left coronary cusp (lcc) with no paravalvular leak (pvl). The patient remained stable with good hemodynamics and a diachronic notch. Minimal aortic insufficiency was noted on the transthoracic echocardiogram (tte). The patient was intubated and a transesophageal echocardiogram (tee) was performed and showed no impingement on the mitral valve and trace aortic insufficiency in the long and short axis view with a gradient of 2 mmhg. The patient was extubated. Additional information was received that the valve was left implanted at the 14 mm ncc and lcc depth. Per the physician, the dcs did not contribute to the ventricular tachycardia that occurred following pre-implant balloon dilation. The patient outcome was without injury with no further intervention required.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the transcatheter aortic valve evfxplus-29, the patient with a pre-existing pacemaker and left ventricle aneurysm, a pre-dilation was performed with a 24 mm non-medtronic balloon. The patient went into ventricular tachycardia and treated with defibrillation and medication administered by anesthesia. The first valve deployment on overdriven pacing, the valve did not reach the left coronary cusp (lcc). The valve was fully recaptured and the valve moved ventricular during recapture. The second and final deployment to 80% in overdrive pacing, the patient remained in ventricular tachycardia and required defibrillation again and continued to be medically supported by anesthesia. Forward pressure was required to position the delivery catheter system (dcs) onto the outer curve. The non-medtronic guidewire was exchanged to another non-medtronic guidewire and an aortogram confirmed the valve placement. The valve was deployed with neutral pressure on the dcs and the valve moved to approximately 14 mm beneath both the non-coronary cusp (ncc) and left coronary cusp (lcc) with no paravalvular leak (pvl). The patient remained stable with good hemodynamics and a diachronic notch. Minimal aortic insufficiency was noted on the transthoracic echocardiogram (tte). The patient was intubated and a transesophageal echocardiogram (tee) was performed and showed no impingement on the mitral valve and trace aortic insufficiency in the long and short axis view with a gradient of 2 mmhg. The patient was extubated.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012912551); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.